Manufacturer narrative:
Foreign: (B)(6). Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. The investigation found no issues with the device delivering. The pump was tested and was found to be functioning properly and delivering within specification. No problems were found with the air detector. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump finished infusion of chemotherapy seven hours too early. Per reporter the infusion was running over ninety-six hours at 2.5 ml/hr with 240 ml total volume to be infused. It was reported that the volume was double checked prior to starting infusion and sensitivity levels were set high as the device had not alarmed for air in the line and had kept pumping. No adverse patient effects were reported.